Event description:
A user facility clinic manager (cm) reported a patient machine alarmed with a blood leak alert during a patient's hemodialysis (hd) treatment. The patient care technician (pct) noted the top of the dialyzer looked blood red. The treatment was stopped and discontinued per policy and the medical director was notified. No apparent distress was noted. The estimated blood loss was unknown the sample was available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported a patient machine alarmed with a blood leak alert during a patient's hemodialysis (hd) treatment. The patient care technician (pct) noted the top of the dialyzer looked blood red. The treatment was stopped and discontinued per policy and the medical director was notified. No apparent distress was noted. The estimated blood loss was unknown the sample was available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were two other complaints reported against the lot. The complaints both address internal blood leaks, and one was confirmed due to a delamination found during sample evaluation, the other did not have a sample returned. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.